Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that his right ventricle (rv) lead was explanted as it was dislodged and pulled to the superior vena cava. As surgical intervention was necessary to resolve the issue, this is considered a serious injury. No additional adverse patient effects were reported.

Event description:
It was reported that his right ventricle (rv) lead was explanted as it was dislodged and pulled to the superior vena cava. Device was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body confirmed the dislodgement allegation was confirmed based on observation of a deformed helix and partial damage to drug collar.